Event description:
During a colonoscopy, a cook universal active cord was selected. When attempting to attach a cook acusnare to the active cord, the connection was not tight. The staff was concerned the devices would not work properly. They held the active cord and snare together to make sure they worked correctly [this is against the instructions for use]. See MDR 1037905-2013-00274. The same observation was made with a second cook universal active cord. See MDR 1037905-2013-00275. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The report indicated the connection between the accessory device and the active cord was not tight, prior to use. The connection between the active cord and the accessory device was held together during use to insure they worked correctly. This is against the instructions for use. The instructions for use directs the user during sys preparations that the active cord fittings should fit snugly into both device handle and electrosurgical unit. The instructions for use further directs the user to visually inspect the device with particular attention to damaged insulation or connectors. If an abnormality is detected that would prohibit proper working condition, do not use. This is a reusable device. Our records show this device was invoiced to this account on (B)(6) 2012. The estimated number of uses this device experienced prior to this occurrence is unk. The useful life of a reusable device is dependent, in large part, upon the care exercised by the user during use, cleaning and general handling. Prior to distribution, all universal active cords are subjected to a visual inspection and functional testing to ensure device integrity. During functional testing each active cord adapter must click or snap fit an accessory device handle prior to release. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional components regarding this report: based on the info provided, a cook rep has been directed to contact the medical faculty involved in an effort to promote further education and understanding related to appropriate usage of this product.